Manufacturer narrative:
The returned valve was patent. There was a large tear across the bottom membrane of the delta chamber. Therefore all other testing was precluded. It is unknown how or when the damage occurred. The instructions for use (IFU) that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a strata ii valve was found to be leaking during preoperative testing. According to the report, a replacement device was used to complete the surgery and there was no injury to the patient.